Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence (sui), vaginal vault prolapse and cystocele. The patient underwent an anterior colporrhaphy with implant of a bard/davol "visilex" mesh, vaginal vault suspension and cystoscopy with implant of a non bard davol tot sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.